Event description:
It was reported that approximately 20 minutes into treatment with an ak 98 machine a patient was found unresponsive and cardiopulmonary resuscitation (copr) was initiated with success. Blood return of the extracorporeal circuit was performed. The patient was in home treatment training with supervision. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.